Event description:
Subsequent to the initial medwatch report submission, additional information received reported that the re-stenosis and stent fracture was confirmed on angiography.

Event description:
It was reported that two xact stents were previously placed in the bilateral carotid. One stent was implanted in the left carotid and the other one was implanted in the right carotid. Both stents were re-stenosed and fractured. It was noted that the proximal end of the stents were fractured where they covered the bifurcation, and the fractures of the stents were not at the location of the re-stenosis. The re-stenosis was treated with a non-abbott drug coated balloon successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the lot history record and similar complaints could not be conducted because the lot number was not provided. Based on the xact instructions for use, re-stenosis, stent fracture, deformation and/or stent damage are known potential adverse outcomes associated with carotid stents. In this case, the stent was successfully deployed during the initial procedure. It is possible that the anatomical conditions and location of the stent in the bifurcation contributed to the reported fractures. However, as the cine images from the procedure are not available for review the stent fracture can not be confirmed. Although a conclusive cause can not be determined there is no indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). The additional xact is being filed under a separate medwatch report. The stent remains in the patient. A follow-up will be submitted with all relevant information.